Event description:
Bought renu with moistureloc contact solution. Eyes became so bad with use that in the morning on the way to work I would have to pull over because they were so irritated. I was unable to function for hrs after putting in my contacts. Would have to continuously blink or look at black objects. Eyes burned and hurt when exposed to sunlight. Event abated after use stopped.